Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the cuff was identified. The aus was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually, and leak tested. Visual inspection revealed that the cuff had a tear from tool/sharp instrument damage in the median of the cuff shell. Cuff had fluid leak due to a tear from tool/sharp instrument damage in the median of the cuff shell. The pump was visually, leak and functionality tested. No damage or abnormalities were found, and no leaks were identified. The pump failed low flow test. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the cuff was identified. The aus was removed and replaced. There were no patient complications.